Event description:
On (B)(6) 2010, the patient was injected with radiesse dermal filler in the glabella area. A 0.15cc was injected into each of two glabellar crease. No blanching was noted at the time of injection. On (B)(6) 2010, the patient came into the physician's office and had a red streak on the left crease that extended up her forehead. It was red/purple, tender and a few small pustules had developed. The physician did not view this as herpetic.

Manufacturer narrative:
The physician evaluated and treated the patient with a warm compress, nitro paste, aspirin and massage. As the lot number was not provided, a review of the device history records was unable to be performed.